Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4). It was reported that angina had occurred. In (B)(6) 2013 the subject presented with stable angina (ccs classification: 3). Prior to procedure, the subject was found to have abnormal stress test or imaging stress test indicative of ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the mid right coronary artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent. Following post- dilatation, the residual stenosis was noted to be 0%. The same day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject was hospitalized with the diagnosis of angina equivalent. Subsequently, the subject was referred for cardiac catheterization and percutaneous coronary intervention was performed in response to the event. Three days later, the subject was discharged.